Event description:
Customer reported valve body on the e2010 rack analyzer was cracked causing a leak. The leak was a few drops adn contained within the water reservoir compartment. No one was harmed. A new valve body was sent to the customer.